Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the remote manager fell off. A field service engineer replaced housing tape. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system remote manager keeps falling and locked on the fridge. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.